Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in emergency room after receiving inappropriate atrial tachycardia pacing and high voltage therapy. Upon review of stored egms, the implantable cardioverter defibrillator exhibited far field p-wave oversensing. The device was reprogrammed. X-ray confirmed that the right ventricular lead was dislodged. No intervention was performed.